Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign objects in the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, foreign material was found in the plastic distal end cover, however the root cause could not be specified. The definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.